Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 95% stenosed and located in the right coronary artery (rca). The lesion was treated with three passes of the oad on low speed. During the third pass, the crown of the device appeared to advance onto the spring tip of the guide wire, and the spring tip was noted to have detached. A stent was placed over the wire fragment to secure it to the vessel wall. The patient was in stable condition following the procedure.